Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. Due to anatomical challenges, the procedure was difficult. The laa was noted to be small, and when the 24mm closure device was deployed, the flx ball could not be advanced into the target lobe. The patient's blood pressure was noted to have dropped during the attempt with the 24mm wds. Upon checking the pericardial effusion, an approximately 3 mm increase was noted around the left atrial appendage and the right ventricle. Since there were no significant hemodynamic changes, the physician decided to continue the procedure. The 24mm closure device removed from the patient. The access could not be recovered in the target lobe with a pigtail catheter. The pigtail became difficult to insert, so it was replaced with a new 24mm closure device near the ostium part, but it could not be inserted into the target lobe and could not be deployed. The device was exchanged for a 20mm wds. The physician tried again with a 20mm device, but position, anchor, size and seal (pass) could not be met, and the physician canceled the procedure. There was no intervention required to manage the pericardial effusion or blood pressure. There was no further increase in the pericardial effusion, or changes in vital signs.

Manufacturer narrative:
D4. Lot number was updated.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. Due to anatomical challenges, the procedure was difficult. The laa was noted to be small, and when the 24mm closure device was deployed, the flx ball could not be advanced into the target lobe. The patient's blood pressure was noted to have dropped during the attempt with the 24mm wds. Upon checking the pericardial effusion, an approximately 3 mm increase was noted around the left atrial appendage and the right ventricle. Since there were no significant hemodynamic changes, the physician decided to continue the procedure. The 24mm closure device removed from the patient. The access could not be recovered in the target lobe with a pigtail catheter. The pigtail became difficult to insert, so it was replaced with a new 24mm closure device near the ostium part, but it could not be inserted into the target lobe and could not be deployed. The device was exchanged for a 20mm wds. The physician tried again with a 20mm device, but position, anchor, size and seal (pass) could not be met, and the physician canceled the procedure. There was no intervention required to manage the pericardial effusion or blood pressure. There was no further increase in the pericardial effusion, or changes in vital signs.